Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly experienced elevated blood glucose levels and while completing full infusion set change noticed the adhesive plaster on the headset was wet. No adverse event reported; caller was able to self-treat. Alleged headsets have been discarded; no product will be returned.